Event description:
The customer reported to vyaire medical that the 3100a ventilator pressurizes well, but that when placed on a patient, the map drops to 6 and cannot be raised any higher. At this time, there was no information regarding patient harm associated with the reported event.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire fse, arrived on site to evaluate suspect device. The following information is derived from (B)(4). The service technician was able to confirm the reported issue. After reviewing the service records from vyaire and norton combined it was discovered that this unit is due for major preventive maintenance. Services and a quote was sent to norton. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.